Event description:
Customer stated that the selectogen cell number 1 reagent vial was hemolyzed and had twice the volume as the cell number ii reagent vial after being used for testing on the provue analyzer. Cell number ii reagent was not hemolyzed at all.